Event description:
The user facility reported the vitrectomy catheter cutter was not cutting properly. There was pt contact, but no medical intervention or impact to the pt. Surgery was delayed approximately 15 mins to open a new pack.

Manufacturer narrative:
The product used in this report was not returned. Eval completed. We received one opened and eight sealed bl5425w packs from the same lot v2629. Visual inspection of the opened pack found that the tubing was still coiled and taped together including the vitrectomy cutter. This assembly does not appear to have been used. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. The back cap was aligned correctly with the vent hole in he side of the cutter body. All connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts and aspirated as intended. In addition the eight sealed packs were opened and tested. All eight performed as intended. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2. See 1920664-2014-00204.